Event description:
A product elevess, by anika therapeutics, inc was injected by dr into nasolabial folds and upper lip. I experienced extreme swelling, redness, tenderness, pain and nodule formation shortly thereafter. In 1.5 months later, I developed multiple abscesses along nasolabial folds and lip. It lead me to 1 week of hospitalization for surgical removal of product and abscesses, IV antibiotic treatment and left me with deformed face. I am still under treatment at this time. Dose amount: 1ml. Frequency: 1. Route: ID. Dates of use: 2008. Diagnosis or reason for use: cosmetic. Event abated after use stopped: yes.